Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition are unknown.

Manufacturer narrative:
Correction: b5 for no oversensing noted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation premature battery depletion oversensing on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition are unknown.